Event description:
During preparation of the heart lung console for cardiopulmonary bypass surgery, the arterial monitor would not display circuit line pressure as expected. There were no adverse consequences to the pt as a result of this event.